Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In telephone contact, the dentist informed that he did not have information about lot number of the product. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, immediate implant was performed and the patient presented bone type ii.